Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down, no apparent power to screen. A field service engineer (fse) suspected grounded controller board on half height drawer preventing startup. Worked with client remotely to isolate the affected drawer from the system. Station powered up successfully, with one drawer failed but disconnected. Half height drawer 2.1 was isolated due to grounding issue that was bringing the station down. After replacing the controller board, the station operated as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es car-d pyxis station screen was completely black. The customer attempted troubleshooting by moving the power cable to different outlets and rebooting the unit, but the issue persisted. The tower remained powered on and illuminated, indicating that it was still receiving power. The customer stated that they managed to get the medication from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.